Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: product ID# mc1vr01-delsys. Return date: 01 jul 2019. Dev rtn to MFR? Yes. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The lumen of the delivery system was damaged. There was a deployment issue with the delivery system. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is blood on the outer shaft located at the distal end of the stability member. The device was able to be deployed and recaptured with a little resistance due to the damaged/torn lumen and fully recaptured into the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14 jul 2020 / serial#: (B)(4), device available for eval: no. Dev rtn to MFR? No. Mfg date: 07 feb 2019. Labeled for single use: yes. (B)(4). Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) multiple failed attempts were made to deploy the cup to recapture and reposition the device. The leadless ipg and delivery system were eventually removed and replaced. It was noted that tissue and clot were embedded in the cup of the delivery system and were unable to be cleared from the system. No patient complications have been reported as a result of this event.